Event description:
Alleged injuries sustained in association with treatment of sunspots on the chest and back with the quantum sr. Levulan was used as an adjuvant to the ipl therapy with the quantum sr. The pt alleges that her skin blistered after the treatment session. Date of the incident has not been reported to lumenis.